Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes intermittent loss of capture at 10 volts, possibly due to lead dislodgement or subclavian crush.